Event description:
There were no reports of an injury or death. It was reported the system failed to boot up.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu board and hard drive were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.